Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a data acquisition pcb adc reference failure while in use on a patient. There was no patient harm.

Manufacturer narrative:
Patient/user involvement: the customer reported that no patient information is available. The customer confirmed there was no patient harm.

Event description:
The customer reported the device alarmed due to a data acquisition pcb adc (printed circuit board/analog digital converter) reference failure while in use on a patient. There was no patient harm.